Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient twiddled their implantable cardioverter defibrillator (ICD) which caused the right atrial (ra) lead to dislodge. Surgical intervention was required to explant and replace the ra lead. The ICD remains in service. No additional adverse patient effects were reported.